Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the actual reservoir volume was "8" and the expected reservoir volume was "8." Regarding troubleshooting performed to determine the cause of the volume discrepancy, the hcp reported there was "no issue."regarding the cause of the volume discrepancy issue the hcp stated, "no issue." Regarding factors that may have caused or contributed to the report that the catheter had fractured, the hcp reported this was a 17 year old catheter that malfunctioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was confirmed there were no previous volume discrepancies which led to the replacement. It was noted the hcp withdrew 8cc as expected and because the first cc was blood tinged, they replaced 4cc. It was noted the next day the surgeon withdrew 4cc and believed it was a discrepancy. It was noted it was not a pump failure; it was a catheter failure. It was noted they must not have re-programmed the new volume. Additional information was also received from a company representative (rep) on 2019-aug-29 indicated they were unaware of any previous volume discrepancies and they would follow-up with the hospital about the status of the pump. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial #: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter, ubd: 25-aug-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 650mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient had gone through withdrawal. The event date was provided as (B)(6) 2019. Surgical intervention was performed. The pump and catheter were replaced (B)(6) 2019. The surgeon reported he saw a fracture in the spinal segment of the catheter during the surgery to replace the system. The pump was being replaced due to discrepancies in volume. The drug had been pulled from the pump by another physician on (B)(6) and the volume pulled out and put back in was unclear. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. It was reported the rep was in possession of the explanted devices and planned to return the pump and catheter to the manufacturer for analysis. The issue was resolved at the time of the report, (B)(6) 2019. The patient¿s status was provided as alive ¿ no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8709 lot/serial# (B)(4) implanted: (B)(6)2003 explanted:(B)(6)2019 product type catheter evaluation of implantable pump serial number (B)(4) revealed no significant anomalies. Motor o-ring wear was identified. However, the o-ring wear did not affect the performance of the device during functional testing in the lab. The returned pump passed all functional testing. Evaluation of implantable catheter serial number (B)(4)revealed no significant anomalies. The catheter was returned incomplete in segments and passed functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.